Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va01r0x, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient had been having leakage for the last two days, but 'never like this with urine running down their leg.' It was noted the patient 'leaked while standing in front of the toilet' and noted it was worse the day of report. The patient felt like they had 'to go' today and attempted to get to the bathroom and noticed their jeans were soaked, 'like all of the urine had emptied.' It was noted the patient had to have surgery on (B)(6) 2012 for their infusion therapy. The urinary device was turned off during the procedure and turned back on in recovery. It was also noted a few days later the patient's settings were changed to 4.1 volts. It was noted during report the patient was on program 1 at 4.1 volts and had a lightning bolt. It was noted in (B)(6) the patient was on program 1 at 3.5 volts and a few days before that they lowered it to 3.2 because they patient was feeling stimulation all the time. When the device was turned back on after surgery it was at 3.6 volts. A few days later stimulation was increased to 4.1 volts. The patient noted the stimulation had not been too bad and they had not been feeling it the day of report. The device was titrated up to 4.3 but that was too high for the patient so it was decreased to 4.2 volts. It was noted the patient said it was 'better' and they could feel it when sitting. The patient changed position and there was a slight sensation but not uncomfortable. It was noted the patient had not taken any pain medication and the only medications the patient was taking was for diabetes. The patient was disappointed because they were wearing just as many pads as they were prior to implant. It was noted the only places the patient had been in the last couple days was to vote and to their diabetes doctor. It was noted there were no security gates at either place. Follow up from the health care provider (hcp) reported the cause of the event was 'probably due to a fall.' The stimulator and lead were noted as affected. There were no abnormal impedances. It was noted the patient needed reprogramming and that the patient would contact the hcp with an update. Symptoms included increased urinary incontinence. There was no hospitalization required due to the event and there was no injury to the patient. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.